Manufacturer narrative:
It was reported a positive test result was received with the innova antigen test (a "feint line" on the lateral flow test), but the pcr test result was negative. No additional information was provided. A review of manufacturing route sheets could not be performed as no lot number was provided or obtained through complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false positive result are: excess protein was brought in during sampling or the sample was too viscous; if there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; if using a flashlight to view the results, shadows may be produced due to different lighting or angles, resulting I false positive results. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.

Event description:
It was reported by the patient a positive test result was received with the innova antigen test, a faint line on the lateral flow test, but the pcr test result was negative. Further information noted the pcr is always negative and the patient made an inquiry of what conditions in the throat or nasal specimen collection can cause the line other than the sars covid pathogen. Attempts for product-specific information were requested; however unsuccessful as information requested was not provided.